Event description:
It was reported that this pacemaker had reverted to safety mode. Subsequently, this device was explanted and successfully replaced. Other than the intervention no additional adverse patient effects were reported. This device is expected to be returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.